Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of (B)(4) retained samples were visually examined, and no defects related to clotting were found. Additionally, (B)(4) retained samples were functionally tested for draw volume. It was determined that all (B)(4) tubes drew within specification. Complaints for sample quality are under statistical control for the month of november 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: clotting and underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® lh pst ii plus blood collection tubes, 1 tube underfilled. The tube was replaced. No adverse impact was reported regarding the patient or user.